Manufacturer narrative:
The evaluation revealed the k-wire including its package to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The item and package returned were documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The found perforations of the tyvek foil and plastic foil from the sterile packaging were caused by the k-wire end; the metal k-wire end fit exactly into both perforations. Therefore following scenario most likely happened: the k-wire left stryker with intact package and two attached blue protection caps according to the DHR review. At the customer the package was opened and the blue protection cap was removed from the k-wire end. After that the opened sterile packaging was folded around the inserted k-wire end without the blue protection cap; due to motion of the k-wire within the sterile packaging the k-wire end pierced the plastic and (B)(6) foils. Conclusion: the k-wire is a sterile product; the package is conceived to be opened directly in the surgery room. Opening before surgery and storage without blue protection caps is not intended. Furthermore the product/package must be handled, shipped and stored with care to prevent damages. The case is attributed to an inadequate usage/storage by the customer. No non-conformity was detected.

Event description:
It was reported that upon preparing for the case, a nurse opened the outer box and noticed that the inner packaging was compromised with punctures through the sterile paper.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that upon preparing for the case, a nurse opened the outer box and noticed that the inner packaging was compromised with punctures through the sterile paper.